Event description:
It was reported that the patient presented to the emergency department experiencing discomfort. Upon review, the implantable cardioverter defibrillator was found to be in the back up mode. Programming changes were made on the device. No patient consequences. The implantable cardioverter defibrillator was again found to be in the back up mode after few days. Programming changes were made on the device. No patient consequences.

Manufacturer narrative:
Correction:b5.

Event description:
It was reported that the patient presented to the emergency department experiencing discomfort. Upon review, the implantable cardioverter defibrillator was found to be in the back up mode. Programming changes were made on the device. No patient consequences.